Event description:
During an open reduction of right ankle an arthrex screw head broke off in the pt during implant. Head was retrieved and a 3.5 mm cortical nonlock screw was then implanted. A synthes 2.5 drill bit titanium broke off in the pt during implant. End of bit remained in bone. Number (B)(4).